Event description:
Additional information received indicated the physician reported the ventricular tachycardia episode was unrelated to the valve implant procedure or medtronic products. The cause was not reported. The patient was discharged from the hospital three days following the onset of the sepsis event. The sepsis outcome was reported as not resolved. The physician indicated the sepsis event was unrelated to the valve implant procedure and medtronic products.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of a transcatheter aortic bioprosthetic valve, telemetry showed a few seconds of ventricular t achycardia (v-tach). Laboratory data was obtained; however, no other action was taken. The v-tach was resolved the same day. On the second post-operative day, the patient's laboratory values were significantly remarkable. The patient was short of breath and hypoxic; supplemental oxygenation was provided. An x-ray of the chest was obtained and showed mild bibasilar airspace opacities. The patient was admitted due to pneumonia and sepsis; intravenous antibiotic medication was administered. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.